Event description:
It was reported that the patient with this implantable cardioverter defibrillator received six inappropriate anti-tachycardia pacing and two inappropriate shocks due what appears to be atrial fibrillation. Boston scientific technical services discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.